Manufacturer narrative:
(B)(4). The analysis results showed that nine devices were received for analysis. Device (a) was received in the original package, non sterile and it was noted to have the cartridge loaded on the device and fully loaded with staples. Devices b, c, d, e, f, g, h and I were received sterile, in good visual condition and with the reloads correctly loaded in the device and fully loaded with staples. Device (a) was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The cartridge was loaded and unloaded as intended. The batch record was reviewed and the final quality release criteria were met before the batch was released for distribution.

Event description:
It was reported that during a thoracotomy procedure, the device was fired with no cartridge. The patient was sutured and re-operated 4-5 days later; no indication of stapler or staple line since stapler did not have any cartridge. The condition of the patient immediately after the event was stable. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.